Event description:
It was reported that a pump display issue resulted in missing pixels and black areas on the screen, affecting the customer¿s ability to read and interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was informed about putting the pump into storage mode before returning it and agreed to send the problematic pump back using a pre-paid label.